Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had prime rewind anomaly and also reported that the insulin was squirting during manual prime process. Customer blood glucose level was 309mg/dl. The customer stated that the drive support cap was normal. Customer stated that the insulin did not continue to drip after letting go of the act button. Customer saw the gap between the reservoir and stopper during prime in insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin ump passed the displacement test but failed during prime/a33 test due to loose drive support disk.